Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).

Event description:
Consumer complaint of erratic blood results. Shirley (wife) of customer called stating the meter is giving different reading and would like a new meter. She did a test on him with a reading of 48mg/dl, then said she did a test on her self 144mg/dl. She feels the meter is giving erratic results. Customer declined to check the meter. The memory: (B)(6) 197 7:45am, (B)(6) 116 7:01am her blood test, (B)(6) 54 6:51am, (B)(6) 121 6:50am, (B)(6) 144 6:49am. Verified the strips are within the expiration date (5/31/2016). No adverse event reported.